Event description:
It was reported that the patient presented with a right ventricular (rv) lead that exhibited over sensed noise. No intervention was performed, and lead is being monitored. There were no patient consequences.